Event description:
It was reported that there was a malfunction on the pump with a code displayed as malf 0 and fault ID 0-0x219c. There was no adverse impact to the customer¿s blood glucose level. The customer was using a backup pump due to the malfunction and planned to use mdi to ensure insulin delivery was not interrupted, while cts documented the malfunction and arranged for a pump replacement.